Event description:
It was reported that (3) ems devices were used during a laparoscopic bilateral inquinal hernia procedure. It was reported by the rep that the ems20 was opened and fired twice. It would not fire again. Another ems20 was opened and fired several times, then jammed and was out of clips. Finally a third ems20 was opened to complete the case. There was no consequence to the pt.